Event description:
It was reported that during a da vinci si sacrocolpopexy surgical procedure, a broken wire was noted on the prograsp forceps instrument. There were no reports of fragments falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the pitch up cable was found to be frayed at the distal clevis hub. The clevis did not exhibit any damage or wear marks. An additional finding was derailed pitch cable. Upon instrument's housing disassembled, a derailed pitch cable was found at the clamping pulley. No loose screws or missing pieces were found. An additional finding was corroded clamping pulley cables. Corrosion was found inside the housing around the clamping pulleys. Failure analysis investigation concluded that damage was likely due improper cleaning. The instruments and accessories user manual specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. Additional observation was distal pulley damage. Mechanical indentations were also found at the edge of the distal pulley along with visible scratch marks on the pulley's surface. Failure analysis concluded that damage was likely due to mishandling. Additional observation not reported by site was main tube damage. The distal end of the main tube exhibited various scratch marks with light material removal. The scratches were short in length and were not aligned with the tube axis. Failure analysis concluded that damage was likely due to mishandling. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the frayed cable and the additional finding of main tube damage with material removed, found during failure analysis could likely cause or contribute to an adverse event if to reoccur.